Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the cabinet was powered off. The field service engineer (fse) reseated all cables and connections, including power, universal serial bus, and printing connections. The fse then attempted to power cycle the medbank station and all-in-one board. The medbank powered on successfully. The pharmacy team was asked to use the station and pull medication to verify functionality, and the station operated as expected. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet powered off unexpectedly. The user stated that the unit shut down immediately after closed the drawers while issuing medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.